Manufacturer narrative:
This device is available for analysis but the engineering report is not yet available. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the mynx grip vascular closure device (vcd) 5f balloon did not deflate all the way. There were no reported patient injuries. The physician also took a 20ml syringe to it and tried to pull back. The physician eventually pulled it out of the body. Once out of the body, he inflated the balloon and then tried to deflate. They were unable to completely deflate the balloon. The device will be returned for analysis. The device was stored in the original packaging on the shelf. The device was stored in the cath lab for two months. The device was stored, handled and prepped according to the instructions for use (IFU). There was no reported difficulty removing the product from the packaging. There was no damage noted to the product upon inspection prior to use. Femoral artery¿s suitability was verified on angiography or venography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The balloon was prepped with 50/50 contrast/saline. The balloon was not inverted. The patient was not hospitalized. The patient had no complications. The vessel was the right femoral artery. The lesion was not calcified and no vessel tortuosity. The balloon was difficult to remove, it was tested prior to the procedure and the balloon operated normally.

Manufacturer narrative:
After further review of additional information received the following have been updated accordingly. As reported, the 5f mynxgrip vascular closure device (vcd) balloon did not deflate all the way. The physician also took a 20ml syringe to it and tried to pull back. The physician eventually pulled it out of the body. Once out of the body, he inflated the balloon and then tried to deflate. They were unable to completely deflate the balloon. There were no reported patient injuries. The device was stored in the original packaging on the shelf. The device was stored in the cath lab for two months. The device was stored, handled and prepped according to the instructions for use (IFU). There was no reported difficulty removing the product from the packaging. There was no damage noted to the product upon inspection prior to use. Femoral artery¿s suitability was verified on angiography or venography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The balloon was prepped with 50/50 contrast/saline. The balloon was not inverted. The patient was not hospitalized. The patient had no complications. The vessel was the right femoral artery. The lesion was not calcified and no vessel tortuosity. The balloon was difficult to remove, it was tested prior to the procedure and the balloon operated normally. A non-sterile mynxgrip vascular closure device 5f involved in the reported complaint was returned for investigation. Visual inspection showed that the shuttle cartridge was engaged to the black handle with stopcock open, the procedure sheath was on the catheter, fully retracted, and the advancer tube and syringe were observed to have been separated from the device as received. The sealant was not returned with the device. The balloon was noted to be fully deflated. Leak testing was performed on the balloon of the returned device. The results confirmed the user's complaint. The balloon of the returned device remained partially inflated when the inflation indicator was fully retracted during the investigation. Visual inspection at high magnification of the catheter hub assembly revealed that the proximal end of the polyimide shaft was abutting the distal end of the plunger, which prohibited the balloon from deflating completely. By design, a gap between the proximal end of the polyimide shaft and the distal end of the plunger is needed to allow fluid/air to travel from syringe to balloon. If the proximal end of the polyimide shaft is pushed against the plunger, fluid/air will be trapped in the balloon, resulting in a balloon failure to deflate. A product history record (phr) review of lot f1917701 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon deflation difficulty in patient¿ was confirmed through analysis of the returned device. The exact cause of the issue experienced appears to be due to the proximal end of the polyimide shaft abutting the distal end of the plunger, preventing proper deflation. According to the mynxgrip IFU, which is not intended as a mitigation, users are instructed to inflate and deflate the balloon during preparation of the device. This allows the user to verify if the inflation indicator and balloon are functioning appropriately. The issue with the device appears to be related to the manufacturing process. Therefore, this event was referenced under an existing investigation.